Manufacturer narrative:
E1: initial reporter phone #: (B)(6). The device was received for evaluation. During evaluation, the customer reported "constant air in line" was unable to be reproduced due to constant reload set issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the ultrasonic sensor calibration being out of tolerance. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed constant air in line alarms. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log was performed and revealed "air in line" messages. Should additional relevant information become available, a supplemental report will be submitted.